Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a fair condition, with cracks on the rear housing and chip out of the front housing. Unable to download and perform event history log review due to error code. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "error 1260 and error 1210" was able to be duplicated. Power up of the pump displayed lec 1210. Simulated use testing was unable to download event log or read out the pump error log. The pump had constant alarm, and unable to run the pump. The pump was opened and rtc clock battery connections were soldered in reverse polarity by service. Investigator concluded that the pump 1210 error message was air_bad_crc (corrupted bus). Service replace mp board due to wrong polarity applied to the boards rtc clock. The root cause of the issue is unknown.

Event description:
Information was received that this smiths cadd legacy plus pump displayed error 1260 and error 1210 message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.